Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received a shock, and the charge time (CT) of 25 seconds was questioned. Additional information was provided that the patient later had a syncopal episode which was alleged to have been due to a longer charge time (CT) of 19.9 seconds. The device was not yet at elective replacement indicator (eri); however, due to the long CT, the physician elected to replace the device. No additional adverse patient effects were reported. The device was later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.